Manufacturer narrative:
The pump was received with scratched case, missing retainer, missing reservoir tube o-ring, serial number label faded, damaged window display cover,cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. No cracked lcd window, cracked case, or cracked reservoir tube window noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is damaged and the screen is cracked. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the keypad sheet and buttons are damaged and the main part is cracked. No further details given.